Event description:
Additional information was received indicating this implantable cardioverter defibrillator (ICD) and an right ventricular (rv) lead from another manufacturer exhibited noise and undersensing as well as additional low out of range pace impedance measurements. It was found that the rv lead was fractured. Tachy therapy was programmed off due to the lead issue. The patient has an underlying intrinsic rhythm. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and competitor right ventricular (rv) pacing lead exhibited low out-of-range pace impedance measurements and noise oversensing. The clinic plans to continue monitoring the patient. This device remains in service. No adverse patient effects were reported.